Event description:
It was reported that during a da vinci-assisted surgical procedure, force bipolar grip was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. Failure analysis (fa) found the primary failure of broken molded insulator be related to the customer reported complaint. The force bipolar, was found to have a broken molded insulator. The broken piece was found completely detached from the distal tip and was not returned with the force bipolar. The missing piece measured approximately 0.14" x 0.35". Fa found the secondary failure of dislodged grip tip to related to the customer reported complaint. The instrument was found to have a dislodged grip tip. The dislodged grip tip was not returned with the instrument, measuring approximately 0.18" x 0.58". The dislodged grip tip likely occurred when the molded insulator broke off the distal tip. The instrument was found to have an exposed conductor wire. The wire insulation was not damaged and the instrument failed an electrical continuity test. No thermal damage was observed. The exposed conductor wire is likely due to the broken molded insulator and the dislodged grip tip. The instrument was further analyzed by an fa engineer and the primary findings were confirmed and the instrument was found to have a broken molded insulator and dislodged grip tip.